Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. The patient's wife stated that they were looking for a manufacturer's representative (rep) because they were having some issues with the husband. It was stated that patient lived in a nursing home, further stating that they took the patient to lunch last monday and it seemed they were slurring a little bit, and then tuesday morning on the phone with the patient , something did not seem right. The nursing home had the patient taken to the emergency room on tuesday afternoon, and they kept him over night. They thought patient was having a mini stroke, the blood pressure was 186/91, patient was sweating profusely , lip dropped on the left side and he was slurring in his words. After checking everything at the hospital , they said it was not a stroke. The caller was wondering if it was the device settings. The caller mentioned that they had called the doctor three times and had not got a response, caller stated they gave all the information to the nurse practioner but had not heard back. A message was sent to the rep. It was also reported that patient had a drop on the right hand side because of the parkinson's but they were walking better. Caller mentioned that the patient went into the nursing home the day after b)(6) 2017, patient was not falling as much at the nursing home, because they had someone all the time watching him. It was stated that patient fell on new year's eve and was admitted back to the hospital in (B)(6) 2018, he was there for a week and a half. They worked on his drugs and straightening them out. When they brought the patient back to the nursing home, he was like a whole new person until a week ago. No further patient complications were reported/ anticipated as a result of this event.